Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated cardiac troponin I (ctni) while using the architect i1000sr analyzer. The following data was provided. Sid (B)(6), initial 1061 pg/ml, repeat 9.2 pg/ml while checking pumps, loose screws were found on the manifold that dispenses trigger solutions. No leaks or deposits were found. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found that the analyzer manifold retaining screws were loose. Fse tightened the manifold screws on part 7-97046-01 [assy, pre-trig trig manifold, with valves] and this was determined to be the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review for the part, a labeling review, instrument log review, and an instrument service review. Returns were not available. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.